Event description:
This is a case reported from baxter (B)(4). The event was reported by the dialysis department . The product is an arena machine. The event is the following: at the switch on smoke came out from the machine and the device was turned off immediately. The problem occurred during work test in the hospital laboratory, the cause seems to be the presence of drops in the main switch area. No patient, operator or third person was involved in the event.

Manufacturer narrative:
(B)(4). The root cause was determined to be use error. The customer dropped some water on the main power switch, which caused a shot circuit and burned the main power switch. The problem occurred during testing in the hospital laboratory. A field service engineer went onsite and replaced the main power switch.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.